Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a vague complaint of a "leak in the tubing" during an unspecified infusion. The nurse noted that there was no visible leak at the connection or filter site. The event occurred in nicu.